Manufacturer narrative:
Device evaluation: the customer could not duplicate the reported problem. Resolution and disposition: the customer reported no parts were replaced to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition due to post timer/24v failure. The customer reported there was no patient involvement.